Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
It was reported that the cs100 intra-aortic balloon pump (iabp) equipment simulation test had an inflation failure. After communicating with the customer, we learned that they did not connect the balloon simulation test. If the balloon simulation test is not connected, the operation is incorrect. At present, it is impossible to determine whether the equipment is faulty. It is necessary to go to the site for testing to determine whether the function is normal. There was no patient involvement. The getinge field service engineer (fse) stated that customer refuses to repair the product. H3 other text : the customer currently refuses to repair the product.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) equipment simulation test had an inflation failure. An unfamiliar operator started running the device without the balloon attached. There was no a patient involvement reported.